Event description:
Upper white plastic case cracks and breaks in a specific location repeatedly. We have 140 documented cases from a 180 pump fleet that required this case replaced. The case fits on a rectangular base and has a top handle. Directions here are from the orientation of facing the main display of the unit. The four sides are not of equal thickness. I found the front and rear edges to be 1.25mm thick. The right the edge is 1.75mm thick, however the left is only 1.02mm thick. This left side is routinely found with a corner crack or plastic piece missing. Splinters often form down from the attachment point of the handle on this side, and eventually can deteriorate to show several cracks into the case. I believe this is a design flaw or manufacturer's defect. Due to the high volume of these failures it represents a significant cost to any healthcare provider that uses these pumps.